Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
On or about (B)(6) 2015, plaintiff presented to (B)(6) hospital in (B)(6) to undergo left internal jugular placement of defendants' smartport product, with model number ct75stsd, and lot number 4824769. This smartport product is comprised of a port body and a silicone catheter. The implant procedure was performed by dr. (B)(6) pa-c, at (B)(6) hospital in (B)(6). On or about (B)(6) 2018, plaintiff presented to (B)(6) hospital in (B)(6), for a fluoroscopic port check as the smartport was malfunctioning. The port check revealed a catheter fracture with contrast extravasation, which would require removal of the smartport. On or about (B)(6) 2018, plaintiff presented (B)(6) hospital in (B)(6), to undergo removal of the smartport. The removal procedure was performed by dr. (B)(6), m.d.